Manufacturer narrative:
The device was received with both seals intact and good condition with no appearance of any physical damaged. The device history report showed motor rate error. The device was tested using the occlusion test. The issue was unable to duplicate the motor rate error at occlusion test. The issue was caused combination of the old style motor bracket and leadscrew is causing the motor rate error intermittently. The root cause was unable to determine. The tech replaced motor bracket, leadscrew also replaced clutch halves for preventive. Performed occlusion test which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.